Event description:
This report is being filed upon notification from our MFR in (B) (4), to submit this event that happened in (B) (6). Problem: the pt had a mr exam. She was scanned with sense xl torso coil. After the exam was completed, the pt was found to have a reddening of the skin. Two days later, blisters appeared and then after three weeks a skin revision was needed by the pt.

Manufacturer narrative:
Eval results, and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.